Event description:
A voluntary medwatch report was received state that the right ventricular (rv) lead exhibited a drop in amplitude and a drop in capture threshold, both of which remained within normal limits, while the pacing impedance was low out of range. All parameters became disrupted when the patient developed a quasi-permanent form of atrial fibrillation (af). The lead remains in service. There were no patient consequences.